Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump was returned on 09/04/2024 for complaint investigation and will be tested with all testing protocols to fully diagnose the device and try to replicate the reported malfunction. The device had previous service records that were unrelated to the reported issue. During functional testing, the reported issue was not confirmed. The air-in-line alarm was triggered each time air made it to the sensor. The pump is performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting the pump did not detect air in line. No patient injured/harmed reported.

Manufacturer narrative:
Please note: the initial MDR report was originally sent on september 23, 2024 under MFR number 3006575795-2024-00813, upon receipt of the MDR report it indicated the report was sent under MFR # 3006575797-2024-00813, with a "passing" confirmation. Upon submitting a follow-up report the report wsa rejected as an "initial" MDR report had not been submitted for this complaint. Therefore, an "initial" MDR will be submitted today with the correct MFR# 3006575795-2024-00813, which a follow-up report will follow this report. There are no previous complaints on the device related to the issue. Device received on 09/04/2024, investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).